Event description:
Gyn/gen tower 3 was used for a laparoscopic insufflation/camera/light tower intraoperatively. During the surgery the surgeon was using the camera and screen, and the tv screen went black momentarily a few times. (The tower was plugged into the wall outlet from the beginning of the case). A second tower was obtained (tower 4), but this tower displayed an error code once turned on.